Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable as the cable was bent. Reportedly, the customer was able to straighten the usb cable and successfully charge the pump. Customer¿s blood glucose value was 161 mg/dl.